Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported close door message which rendered the device inoperable. The messages were found to be caused by a missing low latch switch on the lower auxiliary assembly. The failed lower auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the close door message. It was also reported there was no pt injury.